Event description:
Per provider the sieve bed is saturated and has an odor. Per independent repair center statement there is alarming or red light. There is a major leak on product tank. Fixed the bad odor/saturated sieve bed.